Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was due to normal wear and maintenance as the pump was over 6 years old. Performed force sensor calibration, preventative maintenance, and all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a force sensor failure and continous beeping. It us unknown if there was patient, or clinician injury associated with this occurrence.